Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiration date: 03/2020).

Event description:
It was reported that upon opening the dialysis catheter insertion kit, the plastic tip of the tunneler was allegedly found to be broken. There was no patient contact.

Event description:
It was reported that upon opening the dialysis catheter insertion kit, the plastic tip of the tunneler was allegedly found to be broken. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive due to the fact that no sample was returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.